Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had 2 devices placed and the one on the right side was higher than the one on the left. The patient reported she had a back injury in early 2016 and asked the healthcare professional (hcp) if the ins on the right could be placed too close to a nerve causing the back pain. The patient stated that the hcp agreed it could and they removed the right side ins and it seemed to help the back pain. The left side was working great. She reported that the right side "hit weird" when she would lean back in the car. The right side had a healing problem right after implant. The patient also mentioned that a manufacturer representative (rep) was there when the ins was removed and helped with her patient programmer. Additional information received from the manufacturer representative (rep) reported not being aware of the explant and was not in any case with the patient.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the one of their implantable neurostimulators (ins) was placed considerably higher than the other one which was annoying, painful, and bothering them. Right after the implant surgery, the patient went to a follow up appointment with their healthcare professional (hcp) and wanted to know why they were not evenly placed (they said '¿look, this one is here and this one is here¿). The patient then went to an hcp at the university of miami where they were told that they did not need 2 inss. They were admitted to hospital and a urologist looked at the device. The patient asked the hcp ¿does it look weird to you?¿. The responded that 'yes, it does, we can take it out and I think your pain will go away'. The physician then removed one of the inss. The patient mentioned that they were awake during the surgery (¿they just numbed her¿) and, when the doctor got in, they told them 'yes, this ins is inches higher than the other one'. After the ins was removed (4-5 weeks), the wound got infec ted. The patient stated that they waiting like they were supposed to and stayed out of the water (patient was a swim instructor and dives) but then went back in. When they went to a follow up appointment for pain management, the hcp stated 'are you aware that there is puss and your wound needs attention?'. The patient did inquire about possibly going back to having 2 inss. There were no further complications reported or anticipated. (See general text for non-complaint information rule out).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.